Event description:
Procedure type: sigma resection by laparoscopy (chronic volvulus of sigma). According to the rptr: two to three days post-operatively a 3 mm fistula occurred in the front part of the anastomosis. It is believed that two staples had dehisced: hematic residue was detected in the feces. The pt had abdominal pain, fever, and signs of sepsis. The pt was re-operated on the next day, and a temporary colostomy was performed. Currently, the pt has been discharged from the ICU and a colostomy reversal is estimated in about five to six mos.